Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The clinical report is indicating the patient was revised to address pseudotumor, elevated cobalt and chromium levels, soft tissue mass with 100ml fluid, was delineated, and there was staining of the tissue.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-27378. This report, 1818910-2013-26625, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-27378.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned devices finds nothing outward to suggest product error. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. Patient records and x-rays were received. The revision operative report was reviewed noting the surgeon confirmed he found a significant amount of fluid and metal staining with a tissue mass. There was no damage to his muscles at all. He did note that the stem and cup were found to be well fixed although he noted the cup was more anteverted than ideal. He noted a minimal amount of bony osteolysis around the cup. The liner and head were replaced. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. All total hip arthroplasty have a risk of failure and the risks of an individual are an unpredictable combination of patient factors, surgical process, surgical technique and device related interactions. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.